Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump and high blood glucose levels. The customer's blood glucose level was reported to be 525.6mg/dl. It was reported that the pump was not calculating correctly. It was reported that the customer treated with the pump. It was reported that the customer received no delivery alarm, but reserved issues with set change. The customer's most current level was reported to be 262.8mg/dl. No further assistance was reported to be done.